Manufacturer narrative:
A ge service representative performed an on site investigation. The cable connectors were reseated and the power supply was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system wold not boot up. There was no pt injury or death reported.